Event description:
It was reported that during routine follow-up, instances of right ventricular lead noise were observed across the prior year. The nose could be reproduced in clinic through pocket manipulation. It was noted that noise had been present on the lead since (B)(6) 2013. The patient was asymptomatic and reported common use of power tools and other machinery. Device reprogramming was performed and the patient would continue to be monitored through increased follow-up.

Manufacturer narrative:
(B)(4).